Event description:
It was reported that during a da vinci si total benign hysterectomy procedure as the vessel sealer instrument was being removed from the psm arm, wires started showing. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cables routed through holes 6 and 7 on the wrist disc were broken and stuck out at the snake wrist. Visual inspection showed heavy debris at the grips and the instrument knife slot. The blade was not exposed. No additional damage found on the snake wrist and no other cables were damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.